Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the helix was very difficult to introduce. After several attempts the helix was retracted. The lead was checked outside of the body and blood was noted to be in the distal portion of the fixation. The helix move was not progressive and would make little jump. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.